Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The plugs on the connector were replaced. No further information is available.